Event description:
I had textured implants from allergan and started to have big health problems (bii and now I have to have a cd 30 for bia-alcl). I explanted 3 years ago and am still very sick. FDA safety report ID# (B)(4).